Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2016 with the following findings: a review of the black box data showed evidence of short battery life illustrated with drastic voltage drops leading to a replace battery alarm. A visual inspection of the pump showed that the battery compartment was cracked; evidence of moisture corrosion was found in the battery compartment. During testing, the pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress or damage was found.